Manufacturer narrative:
Correction of z-code ---- z-1768-2019

Event description:
The device had multiple component issues.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported bezel post recall was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The reported bezel post recall was confirmed. The proximate cause of the air-in-line replacement was the result of a cracked housing due to wear. The proximate cause of the rear case replacement was the result of corrosion due to wear. The proximate cause of the male and female iui replacement was the result of corrosion due to wear. The proximate cause of the pressure sensor replacement was the result of failed calibration due to wear.

Event description:
The device had multiple component issues.